Event description:
It was reported that on (B)(6) 2025, the patient underwent the revision surgery. The revision surgery was performed because the proximal part of the plate began to interfere with the soft tissue after the primary surgery. Although three proximal screws were able to be removed, two hexagonal screws at the bone allograft could not be removed. The extraction screw was used for one of two screws; however, the tip of the extraction screw broke off and remained in the screw head. This time, the purpose was to improve the interference at the plate, and since there was a high possibility that the other screw would also be unable to be removed. Therefore, the surgeon decided not to remove all the screws. The tow proximal holes of the plate were cut using a steel bar, and the cross section was smoothed using a diamond bar. Three screws were inserted into the blank holes and locked. The revision surgery was completed successfully within 30 minutes delay. The surgeon had expected that the implants would be difficult to remove because they had been implanted for more than 10 years. The patient also had been informed that the worst-case scenario, the plate might not be removable. This pc is related to (B)(4) which reports that the proximal part of the plate began to interfere with the soft tissue after the primary surgery. This pc reports that the screws could not be removed during the revision surgery.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.